Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine 20mg/ml at 1.201mg/day and dilaudid 5.0mg/ml at 0.3002mg/day via an implantable pump. The indication for use was non-malignant pain. The patient stated that on (B)(4) 2017 they had a pump refill and the healthcare provider added bupivacaine with dilaudid instead of dilaudid by itself. The nurse noticed an error with the refill, stating that the bupivacaine was supposed to be a concentration of 2.0mg/ml and instead the healthcare provider inserted concentration 20mg/ml. The patient was told it would take 54 hours before the new prescription starts. The patient was told by the healthcare provider if she feels tingling, numbness or her hands and legs feel like jelly she should head to the emergency room. The patient stated that the new med would not start until sometime this evening so she would not be able to evaluate it until then. The patient planned to contact the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.